Event description:
It was reported when performing the procedure, the physician found the distal lumen port separated (extension line torn). A new device was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when performing the procedure, the physician found the distal lumen port separated (extension line torn). A new device was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for investigation. Signs of use in the form of biological material was observed on the returned catheter, extension lines, and suture wings. It was noted that the catheter body was intentionally severed above the 10cm marking. The severed portion was not returned for analysis. Visual inspection revealed the distal extension line was separated directly adjacent to the luer hub. The point of separation on the extension line appeared smooth. Visual analysis of the luer hub could not be performed, as the luer hub was not returned. The total length of the catheter body measured to be 136mm which indicates that 71mm-91mm of the catheter body was severed and not returned for analysis (per product drawing). The outer diameter of the distal lumen measured to be 2.16mm which is within specifications of 2.13-2.21mm per product drawing. The inner diameter of the distal lumen measured to be 1.4732mm which is within specifications of 1.42-1.50 mm per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The proximal and medial lumens were flushed using a water-filled lab inventory syringe. Both lumens flushed as expected. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of a luer hub/extension line separation was confirmed through complaint investigation. Visual analysis revealed that the distal luer hub had become separated from its extension line; however, the separated luer hub was not returned for evaluation. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, the root cause could not be determined without the separated luer hub returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.